Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, an unknown stapler reload color staple line leaked postoperatively. The candy cane of the roux limb staple line leaked. The patient required a subsequent procedure to address the leak. An exploration was conducted, and the staple line was graham patched.